Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur afterwards. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the customer understood and acknowledged.